Manufacturer narrative:
The balloon returned to numed for evaluation. The catheter arrived intact and all components are accounted for. The catheter is extremely bloody and is still contained within the introducer that was used. There are no markings on the introducer to tell the model or size of the device. A circumferential balloon burst is confirmed. A comparative catheter of the same catalog number was pulled and tested for burst pressure. The labeled rated burst pressure for this catheter is 3.0 atm. A 0.035" guidewire was inserted in the catheter and then the balloon was inflated to the rbp of 3 atm with room temperature water. There were no issues with the balloon. The balloon was then inflated beyond the labeled rated burst pressure until failure. The balloon burst at 7.0 atm, which is more than double the labeled rated burst pressure. A total of 132 balloons were made with the same balloon tubing lot number as the complaint catheter. There have been no other complaints associated with that balloon tubing lot number. This device was being used for aortic valvuloplasty which is an off-label use. This device is only indicated for percutaneous transluminal valvuloplasty of the pulmonary valve.

Event description:
As per the incident report from the distributor - balloon burst - balloon was being used to dilate the aorta with an indeflator. Before reaching the pressure of 3 atm, the balloon burst. Exact pressure estimated between 2 and 3 atm. Balloon recovered successfully without use of additional materials.